Event description:
During a call to baxter technical service to troubleshoot a slow flow drain alarm, a home pt reported a drain volume that met the criteria of increased intraperitoneal volume (iipv). The home pt drained 5717ml on the homechoice device. The pt's fill volume was 3000ml. Neither the pt nor the home pt's nurse had any input into what caused the iipv. There have been no changes in diet or medication and the pt did not bypass any drains. The pt performed therapy as scheduled. The pt had no symptoms of iipv. There was no pt injury or medical intervention.

Manufacturer narrative:
.